Event description:
On (B)(6) 2010, clinical specialist reported she is with the pt and noticed that the infusion device has 2 cracks. Clinical specialist stated the pt noticed these cracks a couple of months ago; she can feel the cracks with her fingernail. Clinical specialist reported the pt stated the infusion device has not been dropped on hard surface in the last 48 hours and there are no black spots on the display. Clinical specialist stated the pt reported he has noticed moisture in the chamber of the infusion device; the moisture is not noticeable currently. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.